Event description:
Patient in room having seizure. Red suction canister was connected to wall suction -- unable to obtain suction through the lid. Attached canister to an alternate suction source and still would not work properly. Obtained new canister, attached to first suction source and it worked as intended. No injury to patient, just delay in getting suction device to work.manufacturer response for canister, suction, medi-vac. Manufacturer will be notified by means of this medwatch. Device is available for evaluation purposes.